Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received. Per visual inspection, front housing damaged (lower left & right edge). Per functional testing, the device shows lec 1720 after power up. The complaint was confirmed/duplicated. The cause was unknown. Back up capacitor will be replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device had an error 1270. There was no patient involvement, and no harm/adverse event was reported.